Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to verify missing segments or partial display due to display anomaly. No rattle noise noted when the pump was shaken. No loose components noted on the electronic assembly. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for reservoir unable to lock in place. Customer¿s blood glucose was 107 mg/dl. Customer reported that the screen is white and the red light is blinking and none of the buttons are functioning. Customer reports display is solid white. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer reported that insulin pump fell down on the bed and it ended up on the floor. Advise to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. Advise the insulin pump will need to be replaced.